Event description:
It was reported that a customer received a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and guided them through the process of filling and loading a new cartridge onto the pump. This resolved the issue, and the customer successfully resumed insulin delivery.